Manufacturer narrative:
An olympus endoscopy support specialist (ess) was dispatched to the facility to assess the reprocessing practices. The ess explained that reprocessing has aspiration steps in the instruction for use (IFU). The in-service provided a review of reprocessing the scopes including manual cleaning according to the manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
Olympus was informed during an onsite visit, that the user facility staff was not reprocessing the the evis eus ultrasound bronchofibervideoscope correctly. The reprocessing room did not have an aspiration source. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was user error. Olympus will continue to monitor field performance for this device.